Event description:
Illegally relabeled/repackaged one touch ultra test strips. We have 1 box of each of the lots listed. Lot 2762181 exp 03/2009 box of 100. Lot 2771567 exp 04/2009 box of 100. Per lifescan instructions we are notifying you of the product on hand. Items received from stop and shop warehouse.